Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distorted image was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. [Inspection of the endoscopic image] 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops. 6. Turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and add the manufacture date.

Event description:
The event occurred during a diagnostic procedure which was completed.

Manufacturer narrative:
Additional information indicates the device was previously returned to olympus for a distorted image and the issue was not reproduced and the device was returned unrepaired. The customer then reported that the distorted image recurred in the first case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had a distorted image. There were no reports of patient harm.